Event description:
A nurse reported a vitrector did not cut during a procedure. Additional information was obtained from the operating room manager that the reported event occurred during a vitrectomy procedure. The product was replaced to complete the case. There was no impact to the patient.

Manufacturer narrative:
The probe was not returned to be evaluated for not cutting. No lot number was identified with this complaint; therefore, a lot history review could not be conducted because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).